Event description:
It was reported that the patient's leg vibrates involuntarily when communicating with the rapid programmer. The physician replaced the patient's percutaneous leads with a surgical lead in 2009. The percutaneous leads were discarded and will not be returned for analysis.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.